Manufacturer narrative:
While on the phone with dario's representative, the user stated that it is possible that the issue was resolved when she opened a new cartridge of strips, since she reported that she was no longer experiencing any issues with her bg readings. The user added that her strips were in a humid environment as she was in asia when she began to experience the high bg readings. Dario's user guide states in the section "factors that may lead to inaccurate results: testing was done in a humid environment." And in the section: "general precautions: blood glucose testing with the dario system should only be done in temperatures between 50°f-95°f (10°c-35°c) and relative humidity between 15-85%. Test results may not be correct if the room temperature and/or humidity are outside this range." The high bg readings may have been due to the misuse of the strips. There is not enough information regarding the meter and old strips available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6) the user contacted dario to report a high blood glucose (bg) readings. The user reported receiving bg readings in the 100 mg/dl, 300 mg/dl and 500 mg/dl range. The user also reported that during a routine hospital health checkup, her a1c was found to be 5.6%.